Manufacturer narrative:
There was no gehc employee visit to this site, therefore the repair is unknown. The customer declined ge service. No repair information available.

Manufacturer narrative:
A ge healthcareâ¿¿s investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in power failure. There was no patient involvement.